Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide, applier and endoanchors were used in the endovascular treatment of the patient for a 68mm abdominal aortic aneurysm. It was reported that during the index procedure, a 42mm heli-fx guide was used. During the withdrawal of the heli-fx applier, the physician pulled vigorously and there was a ¿catch effect¿ on the radiographic screen. The heli-fx applier was reloaded with new endoanchors and reinserted into the guider and then dislocation of the radioopaque marker was noticed. The physician immediately inserted a guide wire to remove the heli-fx guide, and the radioopaque marker was visually dislocated on fluoroscope. As per the physician the cause of the event was related to user error. No additional clinical sequelae were reported and the patient is fine.